Manufacturer narrative:
The customer does not know whether patient treatment was administered based on the erroneous result. There has been no report of current patient outcome.

Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated an erroneously elevated accutni patient result above the ami cutoff of the assay for one patient. This event occured on (B)(6) 2012. Repeat testing of the patient sample and of subsequent sample draws produced lower results within the normal range of the assay. The patient was admitted to the ER after the elevated result was obtained. Serial draws of the patient tested every eight hours all produced lower results within the normal range of the assay. Customer did not know whether or not treatment was administered based on the erroneous result. Customer did not have any additional patient treatment information to supply. Customer provided passing quality control (qc) data from the time of the event and passing system check data generated from (B)(6) 2012. Patient samples were collected in plasma sample tubes by trained phlebotomists. Patient samples were properly inverted and were centrifuged for 10 minutes at 3,000 rpm. Field service engineer (fse) evaluated the instrument and did not observe any accutni issues while on site. Fse inspected the thermal mod, incubator belt and peripump. Fse verified all alignments, temperatures, and voltages. Fse performed passing high sensitivity system checks to verify hardware performance was acceptable.

Manufacturer narrative:
The patient was admitted to the hospital based on the erroneous troponin I result. There has been no report of current patient outcome.